Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the proximal end with struts on the first and third row lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 4.00 x 32 synergy¿ stent was advanced but failed to cross the lesion. In order to perform predilation, the synergy¿ stent was removed. However, the proximal edge of the synergy¿ stent was caught in the guide catheter tip. Resistance was felt but succeeded in withdrawing the stent. Outside patient, the proximal edge of the stent was noted to be lifted. After which, the inlet was checked and a dissection was found. A 4.00 x 32 non-bsc stent was placed to cover the dissected area and a 3.50 x 16 synergy¿ stent was placed over the distal part and completed the procedure. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 4.00 x 32 synergy¿ stent was advanced but failed to cross the lesion. In order to perform predilation, the synergy¿ stent was removed. However, the proximal edge of the synergy¿ stent was caught in the guide catheter tip. Resistance was felt but succeeded in withdrawing the stent. Outside patient, the proximal edge of the stent was noted to be lifted. After which, the inlet was checked and a dissection was found. A 4.00 x 32 non-bsc stent was placed to cover the dissected area and a 3.50 x 16 synergy¿ stent was placed over the distal part and completed the procedure. No further patient complications were reported and the patient's status was good.